Manufacturer narrative:
Reference number: (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. Peritonitis is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. The procedure was uncomplicated. The patient later developed abdominal pain while hospitalized. Two days later during CT control/examination, it was found that the external plate had come loose, resulting in the peg moving inward and causing peritonitis. It was reported that the patient underwent unspecified surgery and during this time the external plate was fixed. The patient received unknown antibiotics. The patient was transferred home, where the external fixation plate came loose again, this time without peritonitis. Discharged home in improved condition. Patient was hospitalized between (B)(6) 2025. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.